Event description:
A customer reported that the battery of the t:slim x2 pump would not charge. There was no adverse impact to the customer's blood glucose level. The customer initially used the designated charging accessories but found that the pump did not begin charging. After trying various adapters and cables, the issue was resolved when a third charging cable succeeded in charging the pump. Technical support planned to replace the two defective tandem cables as a courtesy.